Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry not closing or opening. No further details provided. There was no patient present.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, replaced door winch assembly, completed system checkout and the system was operational. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as correctly. Winch assembly functioned as normal. Visual inspection shows physical damage to the winch cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. 8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.